Manufacturer narrative:
2/17/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a thoracoscopic bullectmy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the malformed staple line. The hosp has reported the pt's condition as satisfactory.